Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while the surgeon was inserting the screw into the acetabulum, the surgeon torqued the screwdriver which completely sheered off the head of the screw. As the screw was already in the bone and passed the cup, he could not remove the fractured portion from the patient.